Event description:
Lumbar fusion was performed on (B) (6) 2010. Pt reported pain two weeks post-op. A second operation was performed on (B) (6) 2010. The implants were in place, but fusion had not yet occurred. Bone quality was observed to be poor. The interplate components were removed and replaced with interbody spacers and an anterior plate. The interplate components were not returned for analysis, but were said not to have malfunctioned. The incident is being reported because, surgical intervention was required.